Event description:
It was reported that the patient was readmitted to the hospital from 22jun2020 to 19aug2020 due to worsening of aortic regurgitation that led to heart failure. The worsening of valvular disease was observed. Aortic valvuloplasty was performed. The causal relationship with the device was probably related as aortic regurgitation became worse after the left ventricular assist device (lvad) implantation.

Manufacturer narrative:
This event was originally reported under MFR#2 916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of aortic regurgitation could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(4). No additional related events have been reported at this time. The hmii left ventricular assist system instructions for use warn that moderate to severe aortic insufficiency must be corrected at the time of device implant. Heartmate ii lvas IFU, is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.